Manufacturer narrative:
The pod will not be returned for evaluation. We are unable to confirm any product malfunction that may have caused or contributed to the customer's high bg readings. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions and had administered a manual insulin injection.

Event description:
The report indicated that the customer's bg levels remained consistently high over a 15 hour period. His levels ranged from 296-greater than 500mg/dl over this time; no information was provided as to any correction boluses or other forms of treatment that may have been administered during this period. The pod was removed and replaced, though his bg levels continued to remain high; a manual insulin injection was administered in response. The cannula of the suspect pod was reportedly kinked, but no alarm had been initiated. The device will not be returned for evaluation.